Event description:
On 08/20/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c broke and a part remained inside the stem of the device. This was discovered during a shoulder arthroscope procedure on (B)(6) 2024. Additional information received on 8/29/2024: the swivelock broke while it was inside the patient. Everything was removed from the patient. The case was completed using another ar-2324bcc biocomposite swivelock c. The case was not delayed, and additional anesthesia was unnecessary.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.